Event description:
It was reported to boston scientific corporation on (B)(6) 2013 that a leveen coaccess electrode was opened during a hepatic radiofrequency ablation (rfa) procedure on (B)(6) 2013. According to the complainant, when unpacking the device it was noted that the needle shaft of the electrode was slightly bent. The procedure was completed with another leveen coaccess electrode. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation on (B)(4) 2013 that a leveen coaccess electrode was opened during a hepatic radiofrequency ablation (rfa) procedure on (B)(6) 2013. According to the complainant, when unpacking the device it was noted that the needle shaft of the electrode was slightly bent. The procedure was completed with another leveen coaccess electrode. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Reported event: needle shaft of the electrode was slightly bent. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Investigation results: visual evaluation of the complaint device found no visible residue on the device. It was noted that the cannula was bent. A functional analysis was performed and it was noted that the array assembly extended and retracted with resistance, likely due to the bent cannula. The complaint was likely caused by handling of the device without patient contact either during the clinical procedure or unpacking/preparation. Therefore, the most probable root cause is handling damage. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.